Event description:
When the device was used during a gastric bypass procedure, all of the staples did not fire out and those released were malformed. The case was completed using sutures. There was no pt consequence.